Event description:
The customer reported that the shock button on their device was only intermittently responding when pressed. This was found during testing and there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main keypad assembly in the failure analysis center and determined that the cause of the reported failure was due to wear on the switch contact of the shock button. The switch only made contact when pressed hard.